Event description:
In july 2002 kinetikos medical was advised of a subtalar mba explant surgery performed to alleviate pain reported by the patient eight months after the original implant date. There was no indications to suggest defective components.